Event description:
It was reported that the ilet issued an insulin occlusion alert followed by consecutive ¿unable to proceed¿ alerts consistent with a motor stall during supply change, and the user¿s blood glucose reached a high of 359 mg/dl after forgetting to resume insulin post-shower; after replacing the luer connector and confirming drops on a dry run, the supply change completed, aligning with a failure to infuse associated with the motor component. Symptoms included hyperglycemia without reported systemic symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during supply change that resulted in failure to infuse, with the motor component implicated by the consecutive stalled motor alerts. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.